Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2011 due to unknown reason. The acetabular cup and modular head were removed and replaced. No further information has been reported to date.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2011 due to subluxation. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Product was also received for evaluation, the results are as follows: evaluation of the returned device found evidence to suggest subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates did not appear to be excessive.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00025 / 00026).